Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no similar incident reported from this lot. Tissue damage is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. All available information was investigated, and a conclusive cause for the reported difficulty or delayed positioning could not be determined in this complaint. The reported unspecified tissue injury was due to difficult or delayed positioning as the leaflet slipped out of the clip. The reported unexpected medical intervention appears to be due to case specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the tissue damage. It was reported that this was a mitraclip procedure performed to treat functional mitral regurgitation (mr) with an mr grade of 3. During grasping the posterior mitral leaflet slipped out of the clip. The clip was opened, and a posterior leaflet perforation was observed. The clip was placed more medial and a second clip was placed lateral to stabilize the posterior leaflet and further reducing mr to 1. No additional information was provided.